Manufacturer narrative:
Device evaluation by MFR: unit returned with its original box. The unit returned has the tip damaged, as part of overall visual revision. The returned guidewire had the distal tip bent with a section of the core wire exposed due to the detached polymer jacket. Upon microscope inspection it was confirmed the that the guidewire had the distal tip bent with a section of the core wire exposed due to the detached polymer jacket. The device was measured in three sections (distal - medium - proximal) and was within specification. Overall length could not be measured due to detachment condition. The customer has provided a picture related to the complaint, where is possible to observe an x-ray photo with the wire distal tip section detached.

Event description:
It was reported that guidewire tip detachment occurred. The chronic totally occluded target lesion with moderate to severe calcification was located in the moderately tortuous anterior tibial artery (ata). The vessel was very diseased and had several occlusions down the vessel before refilling close to the foot. A savion flx guidewire was prepped and advanced through a 2.6f non-bsc support catheter. Within a minute, the tip of the guidewire broke off approximately halfway down the ata and became lodged in situ. The remainder of the savion flx guidewire was removed, and then a non-bsc guidewire was used without issue. The case was abandoned. The patient was stable. An attempt will be made again should the blood flow to the toe amputation wound site not be sufficient. No patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR: the customer provided pictures related to the complaint and a media review was performed. The pictures show an x-ray with the distal tip of the wire, detached.

Event description:
It was reported that guidewire tip detachment occurred. The chronic totally occluded target lesion with moderate to severe calcification was located in the moderately tortuous anterior tibial artery (ata). The vessel was very diseased and had several occlusions down the vessel before refilling close to the foot. A savion flx guidewire was prepped and advanced through a 2.6f non-bsc support catheter. Within a minute, the tip of the guidewire broke off approximately halfway down the ata and became lodged in situ. The remainder of the savion flx guidewire was removed, and then a non-bsc guidewire was used without issue. The case was abandoned. The patient was stable. An attempt will be made again should the blood flow to the toe amputation wound site not be sufficient. No patient complications were reported.

Event description:
It was reported that guidewire tip detachment occurred. The chronic totally occluded target lesion with moderate to severe calcification was located in the moderately tortuous anterior tibial artery (ata). The vessel was very diseased and had several occlusions down the vessel before refilling close to the foot. A savion flx guidewire was prepped and advanced through a 2.6f non-bsc support catheter. Within a minute, the tip of the guidewire broke off approximately halfway down the ata and became lodged in situ. The remainder of the savion flx guidewire was removed, and then a non-bsc guidewire was used without issue. The case was abandoned. The patient was stable. An attempt will be made again should the blood flow to the toe amputation wound site not be sufficient. No patient complications were reported.